Event description:
The hospital, reported the following event, fracture of the gamma nail implanted on (B)(6) 2013 for osteosynthesis of a fracture on a (B)(6) patient. Evaluation likely towards a nonunion, but asymptomatic until (B)(6) 2014. Revision surgery on (B)(6) 2014 for extraction of the broken nail and implantation of a dhs plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the trochanteric gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. The returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue fracture due to overload after a period of implantation of approx. 51 weeks. Medical background information provided confirmed a nonunion. Consequently, the nail was not relieved by bone consolidation and had to absorb the complete load application during the implantation period. Increasing and / or permanent load application will inevitably lead to fatigue of material. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to high load application by the patient associated with a nonunion of the bone fracture. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue fracture due to overload, contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill. Due to a notching effect, the misdrill most likely had created the starting point of the implant breakage at the lateral edge of the posterior bridge.

Event description:
The hospital, reported the following event, fracture of the gamma nail implanted on (B)(6) 2013 for osteosynthesis of a fracture on a (B)(6) patient. Evaluation likely towards a nonunion, but asymptomatic until march 21st, 2014. Revision surgery on (B)(6) 2014 for extraction of the broken nail and implantation of a dhs plate.